Event description:
Reportedly, the patient was hospitalized on (B)(6) 2011 due to "disorientated". On an unknown date the patient was diagnosed with peritonitis and began intravenous (IV) antibiotic therapy (unknown). On (B)(6) 2011, pd was discontinued and the patient began hemodialysis. On an unknown date the patient was diagnosed with sepsis. On (B)(6) 2011, the patient's family chose to withdraw care and the patient expired that date. The event of sepsis, peritonitis, peritoneal membrane failure, and "disorientated" were not resolved. The event of death, sepsis, peritonitis, peritoneal membrane failure, and "disorientated" were unrelated to the dianeal solution. It is unknown if an autopsy was performed. The listed cause of death is sepsis.

Manufacturer narrative:
(B)(4). When returned to baxter product analysis lab (pal), the device had failed the homechoice rite functional test for volumetric accuracy: fill 1: 822.70 ml and drain 1: 823.1 ml. Pal evaluated the device and no failure or malfunction were identified that could have caused or contributed to the home patient passing away. Fluid volumes within the range of (fill/ drain 1 or 2; 750.0 ml - 828.2 ml) will have no patient impact and are not likely to cause or contribute to death or serious injury. The problem was not confirmed. The assignable cause of the problem is undetermined. A review of the devices logs revealed no therapy or alarm information before (B)(6) 2011. The device had been returned to the facility but was used by another patient at the same facility prior to return to baxter. Due to additional therapies being performed after this date and overwriting the previous event log and therapy log information there is no event log and therapy log information available prior to (B)(6) 2011.

Manufacturer narrative:
(B)(4). The device has been requested to be returned to the baxter product analysis lab (pal) for evaluation. Should an evaluation be performed or additional information received a follow-up will be submitted.